Event description:
It was reported that the patient experienced hallucinations. There was a volume discrepancy greater than 25%. The expected reservoir volume was 17 ml, the actual reservoir volume was 0 ml. No patient treatment or outcome was reported. Additional info has been requested, but was not available as of the date of this report.